Event description:
As reported by the user facility: reports one incident in nicu. Per reporter, "baby had central line, blood sugar of pt dropped. Tried to give IV dextrose, and blood sugar not responding. Nurse noted bedding wet, and central line had clotted off, access lost." Per the med product report form from the facility regarding this occurrence, "one instance of dropping infant blood sugar despite bolus of glucose due to crack."

Manufacturer narrative:
(B)(4). One used caresite valve, with open packaging identifying the reported lot# 0061376503 was received for eval. The valve was examined under magnification, and a vertical crack was observed on the female luer lock threads of the molded caresite valve body. The crack started from the top of the valve and extended down to the bottom of the luer threads. Review of the discrepancy mgmt system database performed for the reported lot number did not reveal any abnormalities or nonconformities of this nature. The investigation into this reported event is ongoing. Following the receipt of additional info and/or completion of the investigation a follow up report will be filed.